Event description:
This is the second of 2 mdrs for the same event, to report 2 "suspect devices." Approximately 4 1/2 months post op, x-rays taken at a follow-up visit showed that two screws were broken. Approximately 5 months post op device was explanted.